Event description:
It was reported that, the fiber immediately broke in the patient. The fiber was replaced, and another fiber was used to complete the procedure. There were no patient complications.

Event description:
It was reported that, the fiber immediately broke in the patient. There was no fragment detached inside the body. The fiber was replaced, and another fiber was used to complete the procedure. There were no patient complications.